Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for insulin pump error. The customer¿s blood glucose was unknown. Customer stated that he took old insulin pump and put battery in it. The insulin pump will be not returned for analysis.